Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). E1. Initial reporter fax number exceeded maximum allowable digits, fax number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact .

Event description:
The customer reported "intermittent spo2 measurement". There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated. The device was found to have recessed pins inside the tb-20 connector port which causes the device to emit a "replace sensor" error message. No product performance issues were able to be identified related to the intermittent readings, as no readings were obtainable due to the recessed pins.

Event description:
The customer reported "intermittent spo2 measurement". There was no patient impact or consequence reported.